Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used in the large intestine during a cold polypectomy procedure. According to the complainant, during the procedure, the snare loop failed to cut the polyp when handle was manipulated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.